Event description:
A (B)(6) male underwent initial aaa repair on (B)(6) 2008. One flex main body and two iliac leg grafts were placed. The pt had a large right common iliac artery. The physician coil embolized the internal iliac artery during the initial procedure. On scan about (B)(6) months later the physician noted a type I endoleak so on (B)(6) 2008, he coil embolized the right internal iliac artery and extended the seal by placing two add'l iliac leg grafts. This successfully resolved the endoleak.

Manufacturer narrative:
(B)(4). Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.